Event description:
It was reported that patient's programmer is not working. Patient clarified their programmer powers on but when they try to sync with their implant they are getting por message. Patient described seeing informational por message. Reviewed meaning of por and how to clear por. Patient successfully cleared por message on the call and stated seeing therapy off, battery ok. Reviewed how to turn therapy on and patient successfully turned therapy on. The issue was resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient was unable to recall event date, but stated at first they were having an issue because they had not charged their battery so they charged their battery back up again so the battery was charged then but when they went to use the programmer it was not working due to getting por message. Patient mentioned they turn therapy off at night and back on in the morning and inquired about how to turn therapy off/on. Agent reviewed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.